Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unspecific product performance issue. This lead was then successfully replaced. No additional adverse patient effects were reported. (B)(4).